Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture baker grade iii" and later healthcare professional reported capsular contracture, baker grade iii and "possible rupture". This record is for the left side. Device has been explanted.

Event description:
Patient reported "capsular contracture baker grade iii" and later healthcare professional reported capsular contracture, baker grade iii and "possible rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
The recent report received from the healthcare professional regarding this patient was different to the patient's initial report. This record has been updated to reflect information provided by the explanting physician's office. Follow up is in progress to confirm the events and surgery information. The date of event provided by the patient has been removed as it was after the explant date of the device. Reason for reoperation: capsular contracture, baker grade iii; "possible rupture".